Event description:
It was reported that the patient had a comminuted fracture of the femur. The patient underwent surgery for implant of fixation hardware and resorbable ceramic granules. Five days after the surgery, the patient reportedly suffered hyperpyrexia repeatedly. There were capsular masses in the muscular layer of the right lateral thigh and there was hydrops in the right front knee. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.